Event description:
Pt on infant flow had an increase in respiratory distress. Rt went to bedside and noticed nose prongs had come out of pt's nose. Pt was given another new nose prongs and placed on another infant flow generator with no pt compromise.